Event description:
It was reported that the patient was in a car accident three days prior to the report. The patient was experiencing seizures. An MRI was planned to check the pump. The pump was infusing baclofen. A follow-up report will be submitted if any more information becomes available.

Event description:
Additional information received reported that the device system was used to infuse lioresal. The cause of the event was noted to be ¿multiple sclerosis.¿ it was noted that ¿MRI/xray/CT scan¿ was done, no results were reported. No surgical intervention was done. Signs and symptoms of the event were listed at ¿mva- no or; seizure.¿ the patient required hospitalization as a result of the event. Patient outcome notes a serious life threatening injury/illness recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).

Manufacturer narrative:
Life-threatening was checked in error. It was replaced with hospitalization and others (due to seizures).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).